Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing, leading into a single inappropriate shock. The noisy signals have been present for more than a year. The field representative followed up with the health care professional (hcp) and the patient and a sense b noise is suspected. Boston scientific technical services (ts) recommended troubleshooting options and to perform an x ray. At this time, this s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing, leading into a single inappropriate shock. The noisy signals have been present for more than a year. The field representative followed up with the health care professional (hcp) and the patient and a sense b noise is suspected. Boston scientific technical services (ts) recommended troubleshooting options and to perform an x ray. At this time, this s-ICD remains in service. No adverse patient effects were reported.